Manufacturer narrative:
(B)(4). Conclusion:the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade stopped rotation when trigger was released during evaluation. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. After morcelating, the device would not stop when deactivated. The drive unit was switched off and reconnected. However, the device again would not stop when deactivated. The morcelation was aborted and the surgeon converted to an open procedure to complete the case.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.